Event description:
Staff member from equipment processing and distribution brought pump to the biomed shop not working. Unit had a white software screen which displayed the message "device malfunction: software error". This unit can not be fixed and the message will not go away by turning the unit on and off several times. Each occurrence of this event requires us to send each pump into hospira for repair.====================== manufacturer response for infusion pump, symbiq======================to send pump in for repair.